Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 4 of 5. The cause of the alarm was undetermined. The patient was advised to let the registered nurse know about the alarm and the home patient would complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, the pd rn stated there was no patient injury or medical intervention associated with the incident. The pd rn stated the patient knows the proper procedures and the incident has not re-occurred since. This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 5 was not confirmed due to a lack of sample. The cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
On (B)(6), 2010 the lay user/ patient contacted lifescan (lfs) alleging that his/her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6), 2010 at 2:45pm. The patient reported blood glucose results of "80 mg/dl" with the subject meter and "64 mg/dl" on another meter (unknown brand), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results meets the expected value of <= 30% and/or <= 30 mg/dl. The patient denied taking any diabetes medications at the time of the alleged issue. At the time of the alleged issue, it is not known if the patient made any changes to his/her diabetes management routine. Prior to the start of the alleged issue, the patient claimed at 2:15pm that day, he/she was feeling lightheaded and dizzy. The patient indicated, at 2:50pm that same day, he had a doctor's office visit. At the time of the doctor's office visit, he was administered glucose tablet/glucose gel and obtained a reading of "89 mg/dl" by the doctor/clinic meter at 3:15pm. At the time of troubleshooting, the cca was able to verify an approved sample site was used to obtain the result (s) from the subject meter and that the subject meter's unit of measure was set correctly at the time of testing. There is no indication that the reported issue caused or contributed to a serious injury. The patient had become symptomatic prior to the alleged issue. In addition, there is no evidence in the delay of treatment. However, this complaint is being reported because the alleged issue remained unresolved.